Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door zone was not opening to issue normal saline. The technical support specialist remotely accessed the user's cabinet and instructed them to perform a cycle count on the item. As a result, the door opened and unlocked as expected, allowing the user to access the item and successfully correct the count. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user mentioned that their door zone was not opened to issue normal saline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user mentioned that their door zone was not opened to issue normal saline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the door zone was not opening to issue normal saline. The technical support specialist remotely accessed the user's cabinet and instructed them to perform a cycle count on the item. As a result, the door opened and unlocked as expected, allowing the user to access the item and successfully correct the count. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.